Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) found the fiber optic sensor extension broken and fiber optic cable not functional. To address the issue the stm replaced the fiber optic sensor extension and the fiber optic cable. The stm then completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service engineer (stm) the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was found to be not functional. There was no patient involvement, thus no adverse event was reported.